Event description:
It was reported the trocar obturator tip breaking off into the patient abdominal wall. The obturator also disassembled from the top black section of the part. It was further reported the piece was removed from the patient with no further medical intervention. There was no patient injury reported and the complainant is not aware of any further medical intervention or the length of the extended procedure time. The procedure was successfully completed. These are commonly used devices that are readily available.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.